Manufacturer narrative:
The impella device was removed and discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 35-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. Hemolysis was noted by hematuria. An echocardiogram was performed and demonstrated the impella in good position. The managing provider elected to decrease the device support level from p-9 to p-7. The hemolysis was never confirmed to be caused by the impella and was considered by the medical team to be more likely related to rhabdomyolysis, as reflected by a creatine kinase level of approximately 2900. The reported events are hemolysis and hematuria. Hemolysis is a known risk described in the instructions for use and may be influenced by patient-specific factors such as underlying critical illness, acute myocardial infarction, cardiogenic shock, and hemodynamic conditions, as well as device-related factors including positioning and support level. In this case, the device was reported to be in appropriate position, and the clinical team considered rhabdomyolysis to be the more likely etiology.

Manufacturer narrative:
H6. Health effect - clinical code, e1302 hematuria was removed. H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.